Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device has not been returned for analysis but it was noted that the implanted high voltage lead that had a possible lead failure was a competitor lead, st jude medical durata lead. This appears to be the root cause of the partial therapy and ineffective therapy.

Event description:
It was reported that the patient went into ventricular fibrilation which was properly sensed and identified by the implantable cardiac defibrillator. The lead failure indicator was triggered. The full charge was not delivered many times when shock was indicated. The rhythm was not terminated and the patient expired.